Event description:
Healthcare professional reported via regulatory agency "intracapsular rupture" and "capsular contracture (baker grade iii)" confirmed via MRI and ultrasound. This record is for the left side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
E1 (phone no.): (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii, rupture.